Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) replaced syringe on the bunm module reagent pump, cleaned lines and cup. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low blood urea nitrogen module (bunm) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. The specimens were re-tested on a different instrument and then on the dxc 800 pro analyzer and higher results were obtained. The results were not reported out of the lab. Patient treatment was not affected in connection with this event.